Event description:
The customer reported that the insulin pump did not alarm no delivery as it should. Troubleshooting was performed. Instructed the customer to run a fixed prime test and the insulin did exit. Advised the caller to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.